Manufacturer narrative:
Concomitant medical products: product ID: 6947m62 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that premature battery depletion was indicated for the implantable cardioverter defibrillator (ICD). The device reached end of service (eos), and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.